Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 09/22/2009 and was last repaired on (B)(4) 2013 for a non-related issue. Evaluation of the device observed that the device ran within specifications. Customer did not provide any info on the power supply utilized during the customer's reported event. Prior to repair the device was outside calibration specifications at the zero thickness settings on the right side and the side to side calibration setting. Unable to determine a cause of the reported complaint; however, improper handling by the user likely caused the lack of calibration at the zero thickness setting. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer electric dermatome would not turn on. No additional clinical info was available regarding the reported event.